Event description:
It was reported the device reached rrt (recommended replacement time) within four years of implant and that it was thought the device should have lasted longer. The device has been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.